Event description:
Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient underwent surgical intervention for an issue reported under MFR. Report#: 1627487-2018-04840. During the procedure, the patient's ipg could no longer be interrogated and in turn it was deemed inoperable/depleted. As a result, the physician decided to explant and replace the ipg.